Manufacturer narrative:
Follow-up # 1 ¿ (01/26/2015). The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/13/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to be contaminated with an unknown substance. In addition, a tertiary and quaternary issue were noted when the test strips were tested with control solution, an error 4 and 5 were observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that his onetouch vita enhanced meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the original customer service representative (csr) documentation. The patient alleged that the meter started to read inaccurately high on an unknown date and time in (B)(6) 2014, although the patient was unable to recall any results for this time. The patient manages his diabetes with insulin (self-adjuster). It is not known how the patient was feeling at the time he obtained the alleged readings. As a result of the readings he obtained, the patient reported that he administered an unknown dose of novorapid insulin and ¿20 minutes¿ later developed symptoms of ¿shaking, sweating.¿ he reported that he consumed food and/or drink to treat his symptoms. The patient indicated that this happened on two occasions. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. It was not established whether the patient¿s test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.